Event description:
A report was received that the patient underwent an explant due to an infection started at the midline and moved to the ipg site. The symptoms were swelling and the patient felt sick. The physician does not know the cause of the infection. The patient was given IV antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50, serial # (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the ipg and paddle lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.